Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that 987 days post a coronary drug eluting stenting treatment procedure, the pt suffered a heart attack and stent thrombosis. The physician implanted a 3.50x12mm taxus express2 drug eluting stent in the proximal circumflex (cx) to treat a 90% stenosis. The lesion was severely calcified and not tortuous. Antiplatelet medication was given before and during the procedure. At 987 days later, the pt presented with angina and was suffering from a heart attack. There was in-stent thrombosis in the proximal cx. The physician implanted a 3.00x12mm non-bsc drug eluting stent in the proximal cx, and also implanted a pace maker. The pt was on aspirin at the time of the event. Further info has been requested, but has not been received.